Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse effect to the customer's blood glucose level. Technical support decided to replace the defective pump and instructed the caller to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.